Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent hysterectomy due to stress urinary incontinence, uterine fibroids, and mennorhagia. It was reported that patient developed 3-4cm abscess at the vaginal cuff on (B)(6) 2006. She was admitted into the hospital and treated with antibiotics. It was reported patient underwent mesh revision on (B)(6) 2006 due to mesh extrusion and infection.